Event description:
The ventilator had been returned from the field after demonstration by a manufacturer's sales representative. Upon manufacturer's inspection and evaluation of the unit, a loose component was noted on the power management pcb board. The noted finding may result in the unit shutting down with an active backup alarm during operation when ac power is restored to a unit that has been running on battery power. The ventilator was not in use on a patient during the reported problem, so there was no patient harm or involvement.